Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure mal positioned / malpositioned right-sided essure device / it has migrated her pelvis') and salpingitis ('right fallopian tube showing focal mild chronic inflammation') in a (B)(6) year-old female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included gas evolution in intestine, post-traumatic stress disorder, vaginal bleeding, anovulation, ovarian cyst, fallopian tube spasm, foot pain, adenomyosis, paratubal cyst, multiparous and anesthesia. Previously administered products included for mental health issues: zoloft, alprazolam and trazodone. Concurrent conditions included constipation, bloating, blurry vision and personality disorder. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 for birth control, hydrocodone bitartrate; paracetamol (norco) for foot pain as well as clonazepam (klonopin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2012, the patient experienced decreased appetite ("reduced appetite") and photophobia ("photophobia"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes describe: no sex drive"), insomnia ("hormonal changes describe: inability to sleep") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced toothache ("dental problems: teeth hurt; pain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), menstruation irregular ("abnormal bleeding (vaginal, menorrhagia) menstrual irregularity"), vaginal haemorrhage ("abnormal bleeding-vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal cuff dehiscence ("surgery (other) type of surgery: repair of vaginal cuff after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vision blurred ("bilateral blurry vision"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, salpingitis, pelvic pain, libido decreased, insomnia, menstruation irregular, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, headache, nausea, toothache, dysmenorrhoea, vaginal cuff dehiscence, dyspareunia, abdominal pain, back pain, decreased appetite, photophobia, alopecia and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, libido decreased, menorrhagia, menstruation irregular, nausea, pelvic pain, photophobia, salpingitis, toothache, vaginal cuff dehiscence, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: four coils placed on the right, three on the left. Of note, there appears to be some tangling of the coils on the right hand side, as if there may have been a spasm at the time of deployment at the time of insertion right one was kinked and very difficult. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: iud is in satisfactory position. Examination is otherwise unremarkable. Essure devices are possibly seen in the adnexa. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menstrual irregularity, depression, abdominal pain, headache, nausea, reduced appetite, and photophobia, anxiety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: salpingitis, device dislocation. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr was received- the event "injury" was updated with "essure mal positioned / malpositioned right-sided essure device / it has migrated her pelvis",new events: "hormonal changes describe: no sex drive, hormonal changes describe: inability to sleep, abnormal bleeding (vaginal, menorrhagia) menstrual irregularity, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, headaches, nausea, dental problems: teeth hurt; pain, dysmenorrhea (cramping), surgery (other) type of surgery: repair of vaginal cuff after removal surgery, dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue, reduced appetite, photophobia, hair loss, plaintiff did not underwent essure confirmation test, excessive bleeding, bilateral blurry vision, right fallopian tube showing focal mild chronic inflammation" were added. Concomitant drug, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure mal positioned / malpositioned right-sided essure device / it has migrated her pelvis') and salpingitis ('right fallopian tube showing focal mild chronic inflammation') in a 32-year-old female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included gas evolution in intestine, post-traumatic stress disorder, vaginal bleeding, anovulation, ovarian cyst, fallopian tube spasm, foot pain, adenomyosis, paratubal cyst, multiparous and anesthesia. Previously administered products included for mental health issues: zoloft, alprazolam and trazodone. Concurrent conditions included constipation, bloating, blurry vision and personality disorder. Concomitant products included levonorgestrel (mirena) from 1-may-2012 to 1-may-2012 for birth control, hydrocodone bitartrate;paracetamol (norco) for foot pain as well as clonazepam (klonopin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2012, the patient experienced decreased appetite ("reduced appetite") and photophobia ("photophobia"). In june 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2012, the patient experienced libido decreased ("hormonal changes describe: no sex drive"), insomnia ("hormonal changes describe: inability to sleep") and fatigue ("fatigue"). In september 2012, the patient experienced alopecia ("hair loss"). In may 2013, the patient experienced toothache ("dental problems: teeth hurt; pain"). In august 2014, the patient experienced pelvic pain ("pain"), menstruation irregular ("abnormal bleeding (vaginal, menorrhagia) menstrual irregularity"), vaginal haemorrhage ("abnormal bleeding-vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal cuff dehiscence ("surgery (other) type of surgery: repair of vaginal cuff after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vision blurred ("bilateral blurry vision"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, salpingitis, pelvic pain, libido decreased, insomnia, menstruation irregular, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, headache, nausea, toothache, dysmenorrhoea, vaginal cuff dehiscence, dyspareunia, abdominal pain, back pain, decreased appetite, photophobia, alopecia and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, libido decreased, menorrhagia, menstruation irregular, nausea, pelvic pain, photophobia, salpingitis, toothache, vaginal cuff dehiscence, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: four coils placed on the right, three on the left. Of note, there appears to be some tangling of the coils on the right hand side, as if there may have been a spasm at the time of deployment at the time of insertion right one was kinked and very difficult. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 26-aug-2014: iud is in satisfactory position. Examination is otherwise unremarkable. Essure devices are possibly seen in the adnexa.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menstrual irregularity, depression, abdominal pain, headache, nausea, reduced appetite, and photophobia, anxiety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : salpingitis, device dislocation. Lot number: 927085 manufacture date: 2011-12 expiration date: 2014-11 -31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure mal positioned / malpositioned right-sided essure device / it has migrated her pelvis') and salpingitis ('right fallopian tube showing focal mild chronic inflammation') in a 32-year-old female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included gas evolution in intestine, post-traumatic stress disorder, vaginal bleeding, anovulation, ovarian cyst, fallopian tube spasm, foot pain, adenomyosis, paratubal cyst, multiparous and anesthesia. Previously administered products included for mental health issues: zoloft, alprazolam and trazodone. Concurrent conditions included constipation, bloating, blurry vision and personality disorder. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2012 for birth control, hydrocodone bitartrate;paracetamol (norco) for foot pain as well as clonazepam (klonopin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea/nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In may 2012, the patient experienced pelvic pain ("pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain/back pain"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding-vaginal/abnormal bleeding vaginal"), menstruation irregular ("abnormal bleeding (vaginal, menorrhagia) menstrual irregularity/menstrual irregularity"), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), decreased appetite ("reduced appetite/reduced appetite") and photophobia ("photophobia/photophobia"). In 2012, the patient experienced migraine ("migraine/headache"). In june 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("paramenia (inability to have sexual intercourse)/paramenia (inability to have sexual intercourse)"). In august 2012, the patient experienced libido decreased ("hormonal changes describe: no sex drive/hormonal changes describe: no sex drive"), insomnia ("hormonal changes describe: inability to sleep/hormonal changes describe: inability to sleep") and fatigue ("fatigue"). In september 2012, the patient experienced alopecia ("hair loss/hair loss"). In may 2013, the patient experienced toothache ("dental problems: teeth hurt; pain/dental problems: teeth hurt; pain"). On (B)(6) 2014, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal cuff dehiscence ("surgery (other) type of surgery: repair of vaginal cuff after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and vision blurred ("bilateral blurry vision"). The patient was treated with alprazolam, sertraline hydrochloride (zoloft), trazodone and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, salpingitis, menstruation irregular, headache, vaginal cuff dehiscence, photophobia and vision blurred outcome was unknown, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, libido decreased, insomnia, female sexual dysfunction, nausea, toothache, fatigue, decreased appetite, alopecia and migraine had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, photophobia, salpingitis, toothache, vaginal cuff dehiscence, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: four coils placed on the right, three on the left. Of note, there appears to be some tangling of the coils on the right hand side, as if there may have been a spasm at the time of deployment at the time of insertion right one was kinked and very difficult diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: iud is in satisfactory position. Examination is otherwise unremarkable. Essure devices are possibly seen in the adnexa.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menstrual irregularity, depression, abdominal pain, headache, nausea, reduced appetite, and photophobia, anxiety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : salpingitis, device dislocation lot number: 927085 manufacture date: 2011-12 expiration date: 2014-11 -31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event migraine was added. Onset date of events were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.